Event description:
User received discrepant free t4 results for one patient sample. Initial result gave 28.7 pmol/l; repeat on different instrument gave 20.3 pmol/l. No information provided to determine if initial result was reported, or if any adverse events occurred. If additional information is received, appropriate notification will be provided.